Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify device return status: a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported via: 2210968-2022-03045 and 2210968-2022-03047.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2022. H3 investigational summary: one opened sample of product code j433h was returned to ethicon for analysis. Upon initial inspection of the sample, there is one detached needle and one suture thread. Upon visual analysis of the returned sample (b) revealed that an incorrect swage was noted since the mark of the swage area was misaligned and consequently, a needle pull of defect was caused. As the sample was received opened and exposed to the environment no functional test was performed. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-03045, 2210968-2022-03046, and 2210968-2022-03047.